Event description:
It was reported that the superion indirect decompression (ID) patient experienced the return of their radiculopathy pain symptoms. X-ray imaging was taken and revealed that the cephalic end of the vf spacer had migrated out of position. It was noted that the patient was lifting and moving heavy items when he felt the vf move per the physicians assessment. The patient underwent a procedure where the physician was to reposition the ID spacer back to the spino-laminar junction however was unsuccessful and opted to keep the spacer implanted before closing the incision. Patient did well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional information received confirmed there will be no further course of action for removal of the ID spacer and the patient is currently trailing the spinal cord stimulation (scs) device per the physicians assessment. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the superion indirect decompression (ID) patient experienced the return of their radiculopathy pain symptoms. X-ray imaging was taken and revealed that the cephalic end of the vf spacer had migrated out of position. It was noted that the patient was lifting and moving heavy items when he felt the vf move per the physicians assessment. The patient underwent a procedure where the physician was to reposition the ID spacer back to the spino-laminar junction however was unsuccessful and opted to keep the spacer implanted before closing the incision. Patient did well post-operatively.